Event description:
It was reported that during a da vinci si hysterectomy procedure the surgical staff experienced multiple occurrences of system error code 252. An intuitive surgical technical support engineer (tse) remotely reviewed the system error logs and found multiple entries of system error codes 307 and 252. The tse attempted to troubleshoot the issue via telephone, however, system error code 252 continued to recur. The surgeon decided to convert to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes 307 and 252 were associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 307 appears when one component of the system does complete its power up process at system startup. System error code 252 is a sympathetic error and appears when the master supervisory controller does not receive an expected message within a specified time. Upon determining this condition, the safety system puts da vinci si in a non-recoverable safe state. The doco was returned for evaluation, however, engineering was unable to replicate the customer reported failure mode during in-house testing. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.